Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. Some clips did not come out and the ones that did fell out of the jaws. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Yielded jaw, lockout premature. Additional information: did clips that would not come out not advance into jaws of device or did clips not deploy from jaws of device onto tissue? Do not have additional information as to the intent of this question. Were dropped clips retrieved? Do not have any additional information for this question. Was there any patient consequence? None that I am aware of. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. In addition, the device was noted to have the lockout mechanism prematurely activated. Possible cause of the found condition may be that during the activation of the trigger it was not completely released to home position when the next firing sequence was initiated. In order to avoid this kind of issue please note that the instrument should be fully squeezed on each firing. A ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.